Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 491 mg/dl. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer felt ok to troubleshooting high blood glucose level. The customer stated they had symptoms regarding high blood glucose such as nausea and thirstiness. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not called back to perform an high pressure test. Customer is not insisting on pump replacement. Customer reported that they do not have a back-up plan available. Customer reported that they had not contacted their health care professional regarding the high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer declined to check their settings. The insulin pump was not returned for analysis.